Event description:
It was reported a revision was performed due to dislocation/luxation.

Manufacturer narrative:
(B)(4). The associated complaint device was not returned. A review of the manufacturing records for lot 08hm09398 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the manufacturing records for lot 07lm13528 revealed discrepancies during the manufacturing process; however per procedure the remainder of the order was 100% inspected. A review of complaint history revealed no prior complaints for the listed lots/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.